Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the water filter replacement on the endoscope reprocessor was not performed properly. The customer stated that they were not aware of requirement for the water filter inspection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6, h11. The device was not returned to olympus for evaluation. Based on the results of the investigation, the cause could be attributed to the user not perusing the instruction manual and insufficient knowledge about replacing the water filter. The cause could also be due to the user's lack of perusal in the instruction manual and insufficient knowledge of the need to replace the water filter. However, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.